Event description:
It was reported that a catheter issue occurred. An opticross peripheral imaging catheter was advanced for ultrasound examination of the target lesion, which was located in the severely tortuous and moderately calcified left common iliac artery. During the procedure, the physician attempted to track opticross 18 catheter up, right tortuous, iliac artery to obtain measurements, after meeting resistance, it was able to cross. The catheter connected to the mdu and upon selecting active imaging, the motor drive made a strange noise, and it appeared that the catheter wrapped around the v-18 guidewire and the image on the monitor was black. The catheter was removed with difficulty but remained intact and was visibly twisted and damaged. Due to the tortuosity of the iliac arteries, the physician decided not to attempt ivus again with a new catheter and proceed successfully with completing the procedure. There were no patient complications were reported.

Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspections revealed that the imaging window was twisted, but no signs of kinks were observed. Additionally, an imaging core windup with a broken driveshaft began 22.4 cm from the distal end of the connector shaft. Impedance testing showed an electrical open at the proximal end of the catheter. Media returned by the client was inspected and showed an angiography and the ilab screen with no image. Based on the evidence, the as reported codes of catheter material twisted, unusual noise from motor drive/sled during pulling back, and image lost are confirmed, while the as reported code of catheter kinked cannot be confirmed.

Event description:
It was reported that a catheter issue occurred. An opticross peripheral imaging catheter was advanced for ultrasound examination of the target lesion, which was located in the severely tortuous and moderately calcified left common iliac artery. During the procedure, the physician attempted to track opticross 18 catheter up, right tortuous, iliac artery to obtain measurements, after meeting resistance, it was able to cross. The catheter connected to the mdu and upon selecting active imaging, the motor drive made a strange noise, and it appeared that the catheter wrapped around the v-18 guidewire and the image on the monitor was black. The catheter was removed with difficulty but remained intact and was visibly twisted and damaged. Due to the tortuosity of the iliac arteries, the physician decided not to attempt ivus again with a new catheter and proceed successfully with completing the procedure. There were no patient complications were reported.